Manufacturer narrative:
No information about the explanted implants was reported by the complainant or the sales representative. The part number for the tibial poly spacer was not reported as it is unknown which size was explanted currently. Only the age and sex of the patient was made available. When more information is reported, a supplement report will be submitted.

Event description:
A patient underwent a revision surgery on (B)(6) 2021 performed by dr. Brien to replace implants that contained polyethylene components due to an infection. During the surgery, the surgeon explanted a tibial hinge component, a distal femur axial pin, and a tibial poly spacer. It is currently unknown when these implants were placed. When more information is obtained from the sales representative, a supplement report will be submitted.